Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding, skin irritation from the lifevest. The patient reported using "woodrose butt paste" on the affected area. The patient went to the hospital for an issue unrelated to the lifevest, and reported that the skin irritation was treated while being in-patient at the hospital. Follow up indicated that the skin irritation is improving.